Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21069556. Medical device expiration date: 2024-06-02. Device manufacture date: 2021-05-31. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing being broken out of the packaging was received from the customer. One sample of lot 21069556 was returned for investigation. Through visual inspection, the customer complaint was confirmed. The drip chamber had separated from the rest of the set. No damage was seen. No solvent was present at the connection site of the drip chamber and the tubing. A device history record review for model 10802688 lot number 21069556 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the separation was the lack of solvent at the drip chamber connection site. This made the set easy to be separated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that grav 10dp ckv 3 y-site dehp free was broken. The following information was provided by the initial reporter: it was reported by the customer that the product were broken when opened.